Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer noticed air bubbles in the reservoir. The customer's blood glucose level at time of the call was unknown. The size of the air bubbles were small and bigger than champagne bubbles. Customer stated that he could have caused them since he rewound the pump with the reservoir. Explained that rewinding with a reservoir in place will create air bubbles. Advised customer to change infusion set. Nothing further reported.